Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53, lead, implanted: (B)(6) 2009; 5071-53, lead, implanted: (B)(6) 2009; 5568-53, lead, implanted: (B)(6) 2009. (B)(4).